Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A scratch on the sled cup was found. A magnet on the sled was found missing. The returned sled was able to properly connect to the motor drive unit. During functional testing using a test catheter and test mdu, the display was blank and sled cannot perform pullback. The mdu was tested with another know good sled and it was able to perform pullback; therefore, issue is isolated to the returned complaint sled. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-06910 and 2134265-2015-06678. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a percutaneous coronary intervention (pci) procedure, the motordrive unit was connected with the opticross. However, no display in the motordrive 5 plus and automatic pullback failed. The procedure was completed with manual pullback. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A scratch on the sled cup was found. The returned sled was able to properly connect to the motor drive unit. The display was blank and sled cannot perform pullback during functional testing using a test catheter and test mdu. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-06910 and 2134265-2015-06678. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a percutaneous coronary intervention (pci) procedure, the motordrive unit was connected with the opticross. However, no display in the motordrive 5 plus and automatic pullback failed. The procedure was completed with manual pullback. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-06910 and 2134265-2015-06678. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a percutaneous coronary intervention (pci) procedure, the motordrive unit was connected with the opticross. However, no display in the motordrive 5 plus and automatic pullback failed. The procedure was completed with manual pullback. No patient complications were reported and patient's condition is good.